Event description:
A report was received that the patient was experiencing a shocking sensation at the pocket site. A bsn representative tried to reprogram but the leads were displaying high impedances. An x ray showed no lead migration or breakages. The patient will undergo an explant procedure at a later date.

Event description:
A report was received that the patient was experiencing a shocking sensation at the pocket site. A bsn representative tried to reprogram but the leads were displaying high impedances. An x ray showed no lead migration or breakages. The patient will undergo an explant procedure at a later date.

Event description:
A report was received that the patient was experiencing a shocking sensation at the pocket site. A bsn representative tried to reprogram but the leads were displaying high impedances. An x ray showed no lead migration or breakages. The patient will undergo an explant procedure at a later date.

Manufacturer narrative:
Additional information was received that the physician will not schedule the explant at this time. No further course of action to be taken. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing a shocking sensation at the pocket site. A bsn representative tried to reprogram but the leads were displaying high impedances. An x ray showed no lead migration or breakages. The patient will undergo an explant procedure at a later date.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2158-70 serial #: (B)(4)description: enh p3a ld kit.

Manufacturer narrative:
Additional information was received that the patient's device was explanted due to non device related procedure. The stimulator was not being used as the patient did not like the stimulation and it was providing ineffective pain relief. The surgeon decided to explant the devices. The explanted devices will not be returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient's device was explanted during a different procedure. During this procedure, the physician felt it was necessary to explant the scs system.

Manufacturer narrative:
Additional information was received that the name of the explanting physician is dr. (B)(6). No further information will be provided to bsn.

Event description:
A report was received that the patient was experiencing a shocking sensation at the pocket site. A bsn representative tried to reprogram but the leads were displaying high impedances. An x ray showed no lead migration or breakages. The patient will undergo an explant procedure at a later date.